Event description:
Customer called to report their meter giving erratic readings. Analysis run on clark error grid using mean avg reading (173) as ref. Point vs. Bd readings of 44,301,yielded data points in the c zone of the grid, outside of the accepatble limits.